Event description:
It was reported that an asymptomatic patient reported to the o.r for regular ICD change out due to normal eri. Diagnostic imaging revealed externalized conductors between the svc and rv coils. Electrical tests of the lead did not reveal any anomalies. Physician will monitor patient via routine follow ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.